Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported a leak from the systems solutions drawer of the alinity m instrument. The customer stated that they had not cleaned the spill up and that it did leave the footprint of the instrument. The customer noticed some crystallization and some liquid portions of the spill. The spill was about 4 inches in diameter. The technical application specialist (tas) encouraged the customer to clean the spill with proper personal protective equipment (ppe). No one was harmed in the process of seeing or cleaning the leak.